Event description:
A report was received from a dialysis facility that reported an event that occurred while the patient was undergoing diaysis treatment with the combiset twister device bloodlines. Reportedly, the technician performed an access flow surveillance test. After the surveillance test was performed, the technician twisted the device back into the treatment position when he felt a snap. It was at that time he noted the venous line "coming off." The technician then pushed the venous line back into the twister device. The technician then discussed this incident with another technician about the potential for air entering the system. It was decided by the two technicians to return the patient's blood at that time. All the blood in the treatment system was returned to the patient without any ill effect. A new set of bloodlines was set up on dialysis machine and the dialysis treatment was completed as ordered. The combiset twister device bloodline in question was discarded by the clinic.